Event description:
I had the essure placed in me in 2010. Once I did I started to get uti's every couple of months it seemed like, which I was not getting before. When I started to have sex I could feel the product from the outside. Sometimes my tubes would swell up and they would cause me so much pain. I ended up having to have my tubes removed because they would cause so much pain. I would go to the emergency room and ask doctors to look into it but they would always respond with "there is no way that you can feel them." Or "essure has no bearings on how you feel."